Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that after a pump and catheter replacement (refer to MFR report # 3004209178201007822) the patient was "paralyzed" on the surgery table and could not move for a couple of hours after surgery. Since the replacement, the patient's leg "gives out and he falls," and he has increased baseline pain. After the replacement, the patient's bupivacaine dose was "cut back." The patient experienced "electric shocks" in the area of the catheter. The "shocks" went down to his "anus," into his "groin" area, and then down his leg. The patient said he was having trouble with his bowels and with urinating. Also, per the reporter, the pump caused the patient's colon to be prolapsed out of his body because this condition occurred after the pump was implanted. The patient was doing "fair." The medications being delivered via the device system were bupivicaine, fentanyl and dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.